Manufacturer narrative:
Additional info: set screw locations within construct unknown. Microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading. Witness marks one the side of the screw indicate angulation or the rod. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-pelvis. One week post-op the patient reported having lower back pain. An x-ray showed that the set screw on the right side had come loose. The patient underwent a revision surgery one week post-op. During the revision surgery it was noted that the rod on the left side had migrated although the set screw was still tight. The bolt on the left side was removed and replaced with a competitor¿s product; the right side bolt and set screw were removed and replaced.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.